Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15, f0101, f2303. Article citation: de gregorio, alessandra, et al. ¿theoretic scientific rationale of double xen 45 gel stent implant in severe glaucomatous ocular hypertension.¿ international ophthalmology, vol. 43, no. 5, oct. 2022, pp. 1629¿38. Https://doi.org/10.1007/s10792-022-02561-6. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Reported events of "post-operative year 1 (poy1), 35 eyes required iop-lowering medications; poy1, 10 eyes required a needling procedure for bleb fibrosis; pom2, 4 eyes required a second xen45 implant with no further complications" were noted in the article: theoretic scientific rationale of double xen 45 gel stent implant in severe glaucomatous ocular hypertension. Int ophthalmol. 43(5):1629-1638.